Event description:
It was reported by the sales rep that during a lap cholecystectomy procedure, the device failed to fire. No other info was given. There were no pt consequences. Case completed with another device of the same product code. One device will be returned.

Manufacturer narrative:
Evaluation summary: the analysis results found that one device was returned with the jaw and cam broken off. Functional test could not be performed, as there were no clips remaining on the device. An investigation has been initiated to determine the cause of this issue.